Event description:
My left leg was draped in ioban during a knee replacement. When the drape was taken off my leg, the skin came off with it. It caused me to have palm size blisters on my leg. The skin that has grown back is a lot darker and looks like it is granulated. My leg is disfigured for life. There has been another case reported to FDA - in 2007, I entered the hosp for a total knee replacement. Ioban drape was used on my left leg from the knee down. When the drape was removed from my leg, the skin came off with it. Then I developed palm size blisters on my leg all the way from my knee to my foot. The blisters had to be punctured and I was then put in the shower and my leg was scrubbed with the sponges similar to the ones they use to scrub new born babies. The pain was the most pain I have ever felt and was about more than I could bear. My leg was then wrapped in strips of cloth with vaseline on it and my leg was bandaged. My foot was so swollen that I could barely see my toes. I stayed at the hosp for one week and was transferred to another facility. Pictures were taken when I entered. I had therapy and they continued to treat my burns, which according to the dr, were similar to acid burns. I stayed there for one week and was sent home. I had to continue treating my leg burns after returning home. My daughter had to come to my home everyday and clean and dress the wounds for at least a month. During that time I was also going to physical therapy three times per week. In order ot have a successful knee operation, it was mandatory that I go to my physical therapy. These burns caused additional excruciating pain for me. I have been through all kinds of pain and suffering because of these burns. It has affected more than just the pain. I did not even have a varicose vein or spider veins, and I had no sun damage or other disfiguration. Now my leg is disfigured, scarred and has what appears to be a skin pigmentation disorder. This is very embarrassing to me. I have had ongoing therapy for other issues and found my problems to be manageable with the proper assistance. I have found myself to be extremely depressed because of this injury. My previous history of depression has been diagnosed as a chemical imbalance. I normally do not let external forces dominate my life. I am usually able, especially with my proper medication, to handle issues and solve problems and move on. This disfigurement of my leg is "gnawing at me" constantly. Frequency: once. Dates of use: during surgery. Diagnosis or reason for use: knee replacement.